Event description:
It has been reported to philips that the allura c-arm lost its motorized functions. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the allura c-arm lost its motorized functions. Fse checked the power supply at clea board and found no power at 230 vac, so scc1, spc1, and spc2 could not work normally. The power supply 24 v dc was in good working order. After replacing the control rack back panel along with the clea extension board, and all spcs were able power up. However, after booting up the system, initiated the geo movement but still failed. Fse attempted to dbs geo-pc and dbs passed, after replacing the geo-pc and the dbs was passed the system was returned to use in good working condition. The codes were updated based on the investigation outcome.